Manufacturer narrative:
There was no mention of the speaker appearing damaged during the philips authorized repair facility evaluation. The reported problem was not confirmed. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, the good faith effort (gfe) response indicated that the speaker was physically damaged, but producing distorted sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Speaker is not working because screen is shattered.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.